Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection, it was observed that the duodenovideoscope exhibited a failure with forceps insertion. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be specified. The cleaning brush was observed to be caught up due to the kink and dent on the instrument channel. It is presumed that an external impact generated a kink and deformation of the instrument channel, leading the defect as failure of the forceps insertion/removal. Olympus will continue to monitor field performance for this device.